Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the mvp micro vascular plug system. Survey results from an vascular surgeon in practice 16 years. The respondent has been using the mvp micro vascular plug system since january 2017. The mvp micro vascular plug system was used during 100 arterial and 30 venous procedures in the last 3 years. In the past 12 months, the mvp micro vascular plug system was used in 60 arterial procedures and 10 venous procedures. The respondent has reported using the device in procedures other than to obstruct or reduce the rate of blood flow in the peripheral vasculature specified as during treatment of deep vein thrombosis (10), and anterior tf (1) in the last 3 years, with 2 used for deep vein thrombosis and 1 for anterior tf in the past 12 months. In the past 3 years, the respondent has reported complications of bleeding (10), device migration (20), foreign material embolic event (10), occlusion of unintended vessel (10), and residual flow (10). The bleeding, foreign material embolic event, and occlusion of unintended vessel complications are reported to have occurred in the past 12 months. The device migration, and residual flow complications are reported to have not occurred in the past 12 months. Of the complications reported, the following complications were reported as being related to the device itself: bleeding (10) due to too deep puncture process, device migration (10) due to poor intra-op handling, foreign material embolic event (10) described as thrombus moved to periphery, occlusion of unintended vessel (10) due to inaccurate presentation, and residual flow (10) due to reduced flow. Of the bleeding events which were considered as being device related, 2 were considered to be somewhat concerning and 8 were considered as not at all concerning. Of the device migration events events which were considered as being device related, all were considered as not at all concerning. Of the foreign material embolic events which were considered as being device related, 3 were considered to be somewhat concerning and 7 were considered as not at all concerning. Of the occlusion of unintended vessel events which were considered as being device related, all were considered as not at all concerning. Of the residual flow events which were considered as being device related, 1 was considered as being somewhat concerning, and 9 were considered as not at all concerning. The respondent indicated being aware that bleeding, occlusion of unintended vessel, and residual flow were potential complications as noted in the IFU and reported being unaware that device migration and foreign material embolic events were listed in the events section of the IFU.